Event description:
A v-go sales representative reported that a patient who started on v-go approximately three weeks ago had an extreme low blood glucose level of under 30 (exact reading unknown). It was reported that the patient did not eat anything that evening and did not use any bolus clicks with the device. The patient did not call 911. The patient has a history of low blood glucose levels on other therapies. The patient's healthcare physician (hpc) is aware and changed the patient to v-20 from v-go 30 and adjusted the dosing. There was no indication that the device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor attempted to contact the v-go 30 user multiple times with no success. There is very limited information provided. This is a new v-go user of about three weeks. She was giving 4 clicks per meal of novolog insulin. On (B)(6) 2022 she had an extremely low glucose level of under 30. She had not eaten an evening meal and had not taken any insulin. It is not known what her symptoms were for hypoglycemia, or how she treated the low glucose. It's not known if she self-treated or a family member assisted. It was mentioned that she did not call 911. It is not known if the v-go device malfunctioned or how much insulin was left in the device. Other factors that are unknown are other medications, her activity level, her total dietary intake, or if she was ill. The patient was a fairly new v-go user, and it is not known what her prior insulin dose was before she started the v-go. Her hcp is aware and adjusted her device. A glucose level below thirty is a serious low. This is a serious ae, but apparently the patient did not need medical intervention. Device contribution cannot be excluded, but it could also be adjusting to a new insulin delivery system and the patient not eating the evening meal.